Event description:
It was reported that an alert triggered for high impedance on the right atrial (ra) lead. The lead exhibited noise and high p-waves. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant prodcuts: defibrillator implanted: (B)(6) 2012; product ID: 694865 implantable tachy lead, implanted: (B)(6) 2006. (B)(4).